Event description:
Reference number (B)(4) event occurred in the united states it was reported that, the patient faced issue of infusion set's cannula being kinked between (B)(6) 2024. The blood glucose level was 240 mg/dl and treated with correction bolus via pump.the event occured for 3 sets in 3 or more hours and another 3 within 3 hours, after being in use for 3 hours. The site of insertion was located at abdomen. The issue was resolved by replacing infusion set and resuming insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-21104 - device 4 of 6.